Event description:
It was reported that this device was in use during a knee arthroscopy, when extravasation occurred to the pt's thigh. As a result, the pt was admitted for observation and discharged home the following day. To date, there is no report of additional medical or surgical intervention required for this event.

Manufacturer narrative:
Investigation findings: the reported problem could not be confirmed as the product was not returned for evaluation. A review of product history for this device & lot number shows no other reported events.